Manufacturer narrative:
The device was returned for investigation on december 4, 2019. Received eleven new still in package 14256-28 primary plum sets. The complaint of leakage was confirmed on three of the eleven returned new 14256-28 primary plum set. Each returned sample was leak tested per product specification. There was a leak observed from the outlet filter from two of the new samples and from the inlet filter on one of the new samples. Red dyed water was injected into each new 14256-28 primary plum set to identify the type of filter leak and a small, centralized leak of red dyed water was found in the filters that leaked of the new samples. The probable cause of the observed leak was due to a pinhole in the filter vent material. Subsequent testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is unknown. A batch record review was performed to lot# 897455h list# 142560488 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is not available, however a sister sample will be returned for investigation.

Event description:
The event involved a primary plumset that leaked paclitaxel from the filter onto the floor. The chemo spill was cleaned up per facility protocol and the tubing was replaced. The therapy was resumed and it did not leak. There was patient involvement, however, no adverse event or delay in critical therapy.